Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. The extender tubing was also returned. A catheter tubing kink was observed approximately 73.9cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting, extracorporeal tubing and extender tubing was performed and no leaks were detected. A sensor output test was performed and a pressure reading could not be obtained. A visual fault locator was used to detect any breaks along the length of the optical fiber and no breaks were observed. The reported alarm and difficulty monitoring pressure were most likely caused by the sensor failure. However, we are unable to determine how this failure may have occurred and has been escalated to the respective supplier with scar# 21-f-scar-14 to determine a root cause. The evaluation confirmed the reported failure. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period jan-20 through dec-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint#: (B)(4).

Event description:
N/a.

Event description:
It was reported that once the intra-aortic balloon (iab) was inserted and connected to the console, the pressure waveform was not displayed. Shortly after therapy was initiated, the patient almost went into cardiac arrest. The patient was placed on percutaneous cardiopulmonary support (pcps). The console was in ECG trigger mode and functioned for a while before indicating that there was a fiber optic sensor failure. According to the physician, therapy was able to be continued although a fiber optic sensor failure had occurred. The iab was eventually removed and treatment with pcps was continued. A second iab was later inserted and therapy was started again.

Manufacturer narrative:
Additional reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).